Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Review of the most recent repair record determined the unit was found to have a worn plunger, the reciprocating arm, eccentric shaft, spring seal, and needle bearing corroded, the rpms were not in specification, and the control bar was loose. The motor, plug harness assembly, switch assembly, spring seal, eccentric shaft, lever, needle bearings, and reciprocating arm were replaced and the control bar was adjusted and resolved the reported issue. The device history record was not reviewed. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time, the unit was sent to preventive maintenance, and was also informed that it was broken. There was no patient harm/injury or surgical delay reported. During the investigation, inconsistent speed was found on the device. Due diligence is complete; no further information is available.